Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer's blood glucose was 100 mg/dl. The customer's son stated that the insulin pump had alarmed normal device behavior. He was unable to clear the alarm using the esc and act buttons. He stated that the screen was frozen, and a battery replacement did not resolve the issue. The caller did not observe any significant events leading to the keypad issues, stating that the device had not been exposed to moisture or dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.